Manufacturer narrative:
After further evaluation of the customer issue, the suspect medical device was changed from architect c8000 system to clinical chemistry lactate dehydrogenase reagent on (B)(6) 2018. Suspect medical device was updated accordingly. No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Instrument logs were pulled from abbottlink and reviewed for the time of results indicated by the customer. There were 18 occurrences of error code 3375 (unable to process test, aspiration error occurred.). Frequent occurrences of this error code or occurrences with no assignable cause may indicate inadequate centrifugation or sample preparation. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed ldh imprecision on the architect c8000 system, serial number (B)(4). The following data was provided. Patient (B)(6): result of 217 u/l on serial number (B)(4) and 212 / 281 u/l on serial number (B)(4). The customer believes the result of 281 u/l is incorrect. No adverse impact to patient management was reported.